Event description:
Caller reported a data error alert 4 occurred after the pump ship date. Customer's blood glucose level was 144 mg/dl at the time the issue was noticed, which is within the normal range. Technical support informed the caller that some history logs might have been erased, but therapy was unaffected, and the customer will continue using the pump for insulin therapy. Caller acknowledged and understood the guidance provided.